Event description:
It was reported that the physician noticed that the beam of the fiber was coming out of the tip after 11,000 joules and 3 minutes of use. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Although functional testing showed that the aiming beam was present at the fiber output window as intended, a distal circumferential fracture has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the identified scorching and debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The metal cap exhibited scorching and debris adhesion on its surface indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aim beam was present at the output window. Labeling review: the device instructions for use (IFU) was reviewed. The IFU caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the physician noticed that the beam of the fiber was coming out of the tip after 11,000 joules and 3 minutes of use. The procedure was completed with a second fiber without clinical consequences to the patient.